Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister with IV sets did not perform accordingly. A replacement unit was used to complete the procedure. There were no pt effects. The event date is unk. The product is returning. Upon receipt of the product, a note was found on the box stating that the blower mister "sputtered".

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the device. There were some minor kinks in the tubing but there was no evidence of blood on the device. A functional gas flow test was performed using a regulated source of co2 and a saline bag. The device was found to be within output specifications but it was observed that the co2 was backing up into the saline tubing, causing the saline bag to enlarge. Based upon the findings above, the reported complaint was confirmed. Internal file number - (B)(4).